Manufacturer narrative:
The driver tips are twisted in the setscrew un-tightening direction (corresponding to the revision surgery). One tip is damaged more that the other. The tips are twisted in the un-tightening direction due to repetitive over-torque applied to the screwdriver during its use.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. Device history records for this lot was reviewed. No documentation was found that would indicate a nonconformance to specification.

Event description:
It was reported that the screwdriver broke while engaging a screw during a surgical procedure. There were no reported patient complications.